Manufacturer narrative:
Corrected information provided in b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the iol was explanted and exchanged for a different model lens following the secondary implant procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced super blurred vision. Clinical reason for explant mentioned as dislocated intraocular lens (iol). The iol was explanted and exchanged for an unknown atiol following the secondary implant procedure. Additional information received, there was no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company (2.25 cyl.) 22.5 diopter lens was removed and replaced with a company (6.00 cy.) 23.0 diopter lens. This information that the exchange was from an company (2,25 cyl.) To a much larger cylinder lens model company (6.00 cyl.) 23.0 diopter may suggest that the replacement lens model may be an improved selection for this patient vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).